Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 400 mg/dl. The customer stated that he received alarm while sleeping. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test and the displacement test functioning properly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.